Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B) (6) 2010 to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter and acetabular cup were all removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4)

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B)(6) 2010, to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter, and acetabular cup were all removed and replaced.

Manufacturer narrative:
The cup appears to have bony in-growth & tissue residue on the porous coating. The cup rim & articulating surface have scratches & wear mark damage. It is unknown when the damage occurred. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4)